Event description:
Laparoscopic cholecystectomy - "device tested prior to use, first 2 clips worked fine, then they only partially closed, had to be removed. Clip applier taken out of service and new device used. (B)(4). Intervention: "none." Patient status - "stable"

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed your experience of improper clip closure. The device was disassembled for further investigation and it was found that the gap between the open jaws was undersized, which distorted the clips while they were fed into the jaws, preventing them from properly closing. The root cause of the improper clip closure is attributed to an operator error during the manufacturing process. This document represents our final report.